Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon interrogation on (B)(6) 2016, it was reportedly impossible to establish rf telemetry, with two different rf heads. The interrogation was possible in inductive telemetry. Rf telemetry was then possible using another programmer.